Event description:
A dialysis home patient reported she received a system error 2240 alarm in drain 3/5 during treatment using homechoice device. The home patient discontinued treatment at the time of the alarm, ending therapy early. The home patient reported her cat bit approximately 5 holes in both the drain and patient lines. The home patient reported there was no patient injury because she was on antibiotics for an existing episode of peritonitis. Follow-up with the health care professional revealed the home patient was not on antibiotics and there has been no recent episodes of peritonitis. The health care professional state, "with this patient, it is possible to be figment of her imagination". The health care professional will follow up with the home patient. There was no patient injury per the health care professional and no medical intervention was performed. The leak in the cassette was secondary to the cat bites. No product failure was identified prior to "cat" incident.